Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report #: 3006705815-2019-04318, 3006705815-2019-04319. It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention took place wherein the patient had their entire system explanted. The exact date of explant is unknown.